Manufacturer narrative:
See MDR 1920664-2007-00793 for delivery device used with this lens.

Event description:
The haptic of the lens was found bent after insertion into the patient's eye using the delivery device. Another lens was used to complete the procedure.